Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Analysis did find superficial cuts in the insulation that were likely from the explant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was in a motor vehicle accident and broke all of his ribs. During follow-up, this right ventricular (rv) lead displayed high thresholds and loss of capture. It was noted the impedance measurements were stable. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.